Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. The breakthrough channel has been partially utilized from the zip exchange port to 37.5 cm distal to the port. The outer edges of the channel are rippled and torn, indicating difficulty with zip exchange. A wire guide from shelf stock was used to perform the functional test of zipping the catheter the remainder of the length of the tubing. The catheter would not breakthrough any further. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual insp and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. The product said to be involved is included in the scope of the corrective action. Qa will continue to monitor for complaint trends.

Event description:
The following info was provided by the cook area rep based on comments made by the user: initially stripping the wire guide down to the biopsy port of the sphincterotome was successful there was a rippled effect to the catheter of the sphincterotome. Upon an attempt to strip the wire guide while the wire guide and sphincterotome were in the common bile duct (cbd), the sphincterotome dragged the wire guide out of the common bile duct, losing position and bending the wire guide. Another omni device was used to complete the procedure and this caused an extended procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.